Event description:
After an implant procedure, the pt's pocket site did not heal. The surgeon decided to explant the pt's system.

Manufacturer narrative:
The explanted products will not be returned for evaluation.